Event description:
It was reported that the "catheter went out of patient when nurses moved patient in bed. Suture wings was still fixed on patient, but catheter went out. Alot of bleeding, but patient was not hurt."

Manufacturer narrative:
An investigation has been initiated. The returned sample was forwarded to the manufacturer for evaluation. A final report will be submitted when the investigation is complete.